Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed motor error. The customer¿s blood glucose level was 500 mg/dl. The insulin pump alarmed no delivery. The customer put new reservoir and set but still got motor error once or twice a day. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer did not provide information about symptoms and treatment. The customer declined troubleshooting for high blood glucose value. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.